Manufacturer narrative:
(B)(4). The customer returned an introducer needle for investigation. Visual and microscopic examination of the needle revealed multiple cracks in the introducer needle hub. The needle hub was tested for leaks by attaching an inventory ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. In addition, water was not able to aspirate into the syringe while the introducer needle was attached. This was likely due to the crack in the needle hub. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The reported complaint that the introducer needle could not be used was confirmed by complaint investigation. The returned introducer needle hub contained cracks. A device history record review was performed based on sales history, and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA: 40007500. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports that the needle hub showed cracks.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle hub showed cracks.